Event description:
Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The investigation found defective o2 gas module. The problem was solved by replicating the o2 gas module. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. No device logs were received and the replaced part was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage, safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).